Event description:
A report was received from a user facility in (B)(6) indicating that the unit shutdown during a procedure. There was no reported injury or consequences to the patient.

Manufacturer narrative:
The unit was evaluated by our field engineer and he was unable to duplicate the problem however the white cable to the power supply was not firmly fixed. The cable was tighten and the system checked. All functions were ok.